Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: corrected fields: (type of investigation) and h10 (device not returned to olympus for evaluation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus the xenon light source video goes blank and the 190 scopes not working.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair, the date is currently unknown. During the investigation, the video went blank and the 190s scope did not work. In addition, non-reportable findings include: the locking unit did not make contact. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited the video going blank and the 190 scopes not working. The were no reports of patient involvement.